Event description:
It was reported by the rep that during a lap. Cholecystectomy procedure the suture stay broke off. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Damaged universal seal assembly. The analysis results for the h12lp device confirmed that the olive button was returned with one of the suture tie posts broken off. In addition, the crown of the universal seal was found to be cracked. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No device history record review could be performed as no lot/batch number was provided.